Event description:
The device was explanted when an impedance anomaly was observed. A review of the memory map concluded that only some of the energy was being delivered. As such, technical services suggested explanting the device.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed that the pump had a battery compartment crack, but demonstrated that the pump was operating within required specifications and delivery accuracy.